Event description:
It was reported the pt did not received effective stimulation after implant of the lead. Post operative programming did not resolve the issue. Follow-up identified the pt discussed possible surgical intervention with the physician. No course of action was planned at the time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.